Manufacturer narrative:
Insulin pump was received with bleeding on lcd glass. (B)(4).

Event description:
The customer reported that the insulin pump's lcd had a black corner that appeared like a curved triangle and it slightly covered the reservoir indicator. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.